Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h3, annex codes: c, d device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument for failure analysis (fa) and was able to confirm and replicate the customer-reported issue that the tip broke off. The instrument was found to have a broken grip at the grip base. A piece approximately 13.29mm was found to be broken off, and was not returned with the instrument. Further inspection found no additional damage or abnormalities.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A review of the provided image showed that one of the grips of the fenestrated bipolar forceps instrument has broken and separated from the instrument and fallen into the patient.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, a tip of the fenestrated bipolar forceps broke off. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The surgical task being performed at the time of the device breakage was grasping. The surgeon believed that the cause of the instrument breakage was the defective instrument. It is unknown how long the instrument was in use prior to the breakage. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the procedure. The instrument was not removed during the procedure, prior to the breakage. The wrist was straightened upon final removal. The surgical staff did not feel any resistance upon the removal of the instrument through the cannula; there was no damage noted on the cannula or the instrument after the event. The staff noticed a broken unstable instrument after the event. The fragments were retrieved. The customer confirmed that all fragments were retrieved by matching up to the broken forceps. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to a foreign object. The instrument has been returned. The fragment was bagged and also returned. Photographic images are available for review.